Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an external device. . The reason for call was patient reported they couldn't find the device when charging the implant. The issue began a couple months ago. During the call there were no damages on the recharger. Patient plugged the recharger and controller didn't come on. Patient plugged the ac power and got memory problem. Agent reviewed with patient to change all 3 boxes for date/time before pressing ok. Patient got the lock screen. Agent advised patient to charge the controller then to call back to continue troubleshooting. Patient had a fall 3 weeks ago and patient messed up their tailbone and they were hurting. Patient was told to call for a new battery and agent asked patient if it was a representative but patient could not remember who told them. Patient inquired physicians in texas. Patient only wanted a couple of hcps verbally provided during the call. Patient declined email/physical copy. Additional information received from patient. Pt called back in with their equipment charged. Agent attempted to walk pt through passive recharge mode but after 10 minutes the pt had not advanced past passive recharge mode and pt already attempted passive recharge mode. Agent sent an email to repair to replace the controller. Additional information received from patient. Patient called back and stated they are still not able to charge their implant. Patient stated that the controller just keeps saying "checking the recharger" and they have not been able to finish the set up process. Agent had patient examine the equipment for damage and clean the connection pins. Patient was unable to advance past "checking the recharger." Agent had patient switch back to the old controller; patient was able to unlock the controller and saw the controller battery was at 70% and the implant was in the red. Agent had patient connect the recharger; patient immediately saw "batteries low, replace controller batteries soon." The issue was not resolved. An email was sent to repair to replace the recharger. Of note, patient expressed difficulty getting the recharger plugged into and unplugged from the replacement controller. Additional information received from patient. Patient called back and was advised to have their controller charged for when they receive the replacement recharger tomorrow. Patient plugged the ac power and got the software problem (1 intellis 2 3.6 3 245 4 interface sm.c) message. During the call patient unplugged the ac power and removed the battery from the controller. Patient plugged the ac power and patient got the hello screen. Patient selected implant. Patient inserted the battery and green light was flashing above the screen. Agent advised patient to call back if they had any issues pairing the controller once they receive the replacement recharger. Additional information received from patient. Pt got replacement rtm and was able to pair and find ins. Pt then tried to charge ins but it keeps saying checking recharger and wont start charging ins. Pt then said they have had some falls and says the ins might have moved. Redirected to hcp.